Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that the balloon was ruptured. No further information is available at this time.

Manufacturer narrative:
Expiration date: added, product available to stryker and returned date: updated, device evaluated by mfg, summary attached: updated, manufacturing date: added. The device history record review confirms that the device met all material, assembly and performance specifications.analysis of the flowgate found that the flowgate shaft was wrinkled on its middle and distal shaft and o slightly compressed on its distal shaft. The flowgate balloon was examined under magnification and it was observed that the balloon was found conforming to its specifications. In order to inspect the balloon bonds, the balloon was slightly stretched back distally and proximally. Under magnification the balloon bonds were inspected and found intact. No perforation and/or rupture was found in the balloon. During functional testing, the flowgate device was prepped per the dfu for balloon inflation testing. Attempts were made to inflate the balloon. It was found that the balloon was inflating as intended. The balloon was left inflated for 45 minutes. The balloon performed as intended. The complaint that the balloon was ruptured could not be confirmed. No rupture was found. Therefore, the reported issue of the balloon rupture was not confirmed. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that the balloon was ruptured. No further information is available at this time.